Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint. The analysis site found that the foot pedal connector was loose and did not always lock into place and to correct the complaint the analysis site replaced the foot pedal connector. The analysis site also found the vso had failed and the site replaced it, the vacuum pump stalled per the event log and the site replaced the pump mount screws (4), the pump mounts (4), the flat washers (4), the fender washer (4), and replaced the vacuum pump to correct the issue of the pump stalls error l3-006 in the event log. The lcd display would not lock into place and to correct this issue the site replaced the u-handle. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the port that is used for the foot switch peddle and the key pad is loose and unstable. The port was evaluated and the activation of the foot switch peddle was not staying activated to close the cutter on the probe. There have been no patient consequences reported. One device to be shipped for repair.